Event description:
It was reported that the patient saw the physician as the device was not working efficiently. The physician began to palpate the device and indicated that the right cylinder had crossed over into the left corpora cavernosum and showed impending erosion of the penile skin on the left side of the patient's penis. Fluid loss of the device was also evident. The inflatable penile prosthesis was removed and replaced with a new device. Following the surgery, the patient fully recovered.